Event description:
Reporter indicated that her vns therapy programming handheld was not properly holding a charge. Handheld was subsequently returned to MFR; however, analysis on the handheld is not yet completed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.